Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter 2af284 / 03166-76 and data files were returned and analyzed. Data file analysis confirmed system notice 50032, outer vacuum compromised, at second injection. Visual inspection of the catheter showed the inner balloon had water inside. The catheter was connected to the test cryo console and system notice 50005 ¿fluid in the catheter¿ was displayed. No visible blood was observed inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen; the balloon integrity was intact and no breach was observed. Dissection showed a guide wire lumen breach at 1.01 inches proximal from the tip. The reported issue has been confirmed through testing. Catheter 2af284 / 03166-76 failed the inspection due to guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that the during cryo ablation procedure the safety system had detected a compromised outer vacuum. The balloon catheter was replaced and the procedure was completed with cryo. Also, radio frequency (rf) ablation was used to touch up pulmonary veins. The catheter subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.